Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having fluctuating being hospitalized for high blood glucose of over 800mg/dl and diabetic ketoacidosis. Customer treated with pump. Troubleshooting found that the pump passed the self test, displacement test and the high pressure test. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed. The customer previously spoke with troubleshooting who assisted with the pump.